Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and epigastric pain leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including device implant and hernia repair on (B)(6) 2017. Uneverful device explant on (B)(6) 2017 due to severe dysphagia and epigastric pain; device was noted as "fully encapsulated and partially buried in the liver". Device found in correct position/geometry at time of explant. The patient was doing well after device removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and epigastric pain leading to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including device implant and hernia repair on (B)(6) 2017. -uneventful device explant on (B)(6) 2017 due to severe dysphagia and epigastric pain; device was noted as "fully encapsulated and partially buried in the liver". -device found in correct position/geometry at time of explant.